Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the handswitch was defective preventing the system from changing modes. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would initialize and be in subtraction mode unable to switch to fluoro mode. There was no adverse patient involvement reported. There was no patient information reported.